Event description:
Retained piece of black foam found in patient's healed chest wound which required manual and surgical removal. Patient had wound vac with black foam inserted from august 2022 to november 2022.